Event description:
It was reported that during unpackaging of the 3.5x38mm xience xpedition stent delivery system (sds), the stent implant dislodged; thus the sds was not used. Reportedly, there was no resistance during removal of the protective sheath. There was no reported patient involvement and no reported clinically significant delay in the procedure. A non-abbott sds was used to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stent dislodgement was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.